Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
CT scan confirmed the electrode array is not fully inserted. Re-insertion or re-implantation is planned.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: based on the received information, the device was not providing satisfactory benefit to the recipient due to a post-operative migration of the active electrode array out of the cochlea, as confirmed by post-operative diagnostic imaging. A full insertion was achieved at the initial implantation. A revision surgery to re-insert the electrode was successfully performed; thus, the concerned device remains implanted and in use. This is a final report.

Event description:
It was reported that hearing performance with the device was affected. There is no report of an accident or trauma. Per internal registration information, a full insertion was achieved at implantation. CT scan confirmed the electrode array was not fully inserted. Re-insertion surgery took place on (B)(4) 2018. The array had migrated from the cochlea. The array was re-inserted to the marker ring without incident.